Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited difficulty converting the induced arrhythmia. An additional defibrillation threshold (dft) test was completed and the device was again unable to successfully convert the arrhythmia. An x-ray was completed with system placement confirmed to be appropriate. This s-ICD system was explanted and replaced with a transvenous system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes this electrode was subjected to and passed all returned product testing. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the emblem s-ICD electrode device confirmed that the event of failure to convert rhythm is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable. The product investigation was unable to confirm the reported observations. The electrode passed all returned product testing and determined to have met specification.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited difficulty converting the induced arrhythmia. An additional defibrillation threshold (dft) test was completed and the device was again unable to successfully convert the arrhythmia. An x-ray was completed with system placement confirmed to be appropriate. This s-ICD system was explanted and replaced with a transvenous system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.